Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 787227) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and dysmenorrhea. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and tooth disorder ("dental problems"). The patient was treated with surgery (essure was removed on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, alopecia, fatigue, abdominal pain, dyspareunia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 787227) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and dysmenorrhea. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and tooth disorder ("dental problems"). The patient was treated with surgery essure was removed on (B)(6) 2016. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, alopecia, fatigue, abdominal pain, dyspareunia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received. Reporter's information added.lot no. Was added. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and tooth disorder ("dental problems"). The patient was treated with surgery (essure was removed on (B)(6) 2016). At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, alopecia, fatigue, abdominal pain, dyspareunia and tooth disorder outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, back pain, alopecia, fatigue, abdominal pain, dyspareunia and tooth disorder to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain / chronic pelvic pain (seen as pelvic pain), amongst non-serious events. Plaintiff underwent essure removal, almost ten years after insertion. The event is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain / chronic pelvic pain (seen as pelvic pain), amongst non-serious events. Plaintiff underwent essure removal, almost ten years after insertion. The event is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.